Manufacturer narrative:
Please void medwatch 2017233-2024-05013 related to this event. This event is not reportable to us FDA.

Event description:
The following information was reported to gore: on (B)(6) 2024 a reduced profile gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) was implanted into the celiac artery in a fenestrated endovascular aortic repair (fevar) procedure. Access was gained in the patient through the femoral artery. The vbx stent graft was implanted successfully over a 0.035" guidewire and through a 7 f terumo introducer sheath. It was reported that the balloon on the vbx device delivery catheter was deflated prior to attempted removal. However, there was difficulty with withdrawal of vbx device delivery catheter into introducer sheath. Consequently, the vbx device delivery catheter broke when the physician pulled back again with force to withdraw it into the introducer sheath. Ultimately, the physician was able to remove the broken vbx device delivery catheter within the introducer sheath with nothing left inside the patient. There were no consequences or impact to the patient related to this event.

Manufacturer narrative:
A review of the manufacturing records indicated the lot met all pre-release specifications. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.